Event description:
The customer observed false positive alinity I stat high sensitive troponin-I results for one patient. The initial result for sid 2086420501 was 200.2 pg/ml, repeated <3.7 pg/ml. According to the doctor, the lower result is plausible. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. Return testing was not performed as returns were not available. Device history record review was performed on lot 47075be00, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends. Customer field data was used to assess the performance of the alinity I stat high sensitive troponin-I assay using worldwide data through abbottlink. Review shows that the median patient results for the lots reviewed are within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I assay was identified.

Event description:
The customer observed false positive alinity I stat high sensitive troponin-I results for one patient. The initial result for sid (B)(6) was 200.2 pg/ml, repeated <3.7 pg/ml. According to the doctor, the lower result is plausible. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.